Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 2 days after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient¿s cgm was reading low, and no bg meter comparison value was documented at this time. The patient self-treated with chocolate milk, crackers, and peanut butter. At an unspecified time after, the patient driven to the emergency room. At the emergency room, a fingerstick measurement was taken and the patient¿s bg reading was 600 mg/dl. No cgm comparison value was reported at this time. The patient experienced chest pain and smoke inhalation (it was not specified how this was related to the event). At the emergency room, the patient was treated with an unspecified intravenous and was discharged after approximately 4-5 hours. At the time of report, the patient was stable. Technical support attempted to contact the patient for further details about the event, but it was not successful. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.